Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the server system had biometric identifier malfunction and did not allow the user to sign in. A technical support specialist (tss) found that the biometric identifier was experiencing sporadic functionality issues. The tss stated that a hotfix is currently under development with pse (product support engineer)/devops (production issue 1390529). Until the hotfix becomes available, rebooting the device remains the only remediation method to resolve the issue. Once the hotfix became available, the pse updated the system based on the bio identifier failure, and the investigation was reopened so the investigation summary could be updated accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, several devices had bio identification scanner failures. The scanner light was flashing more intensely than before, and users experienced multiple failed fingerprint attempts before being allowed to sign in. This issue was also reported at other fmolhs facilities following the upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, have several devices had bio identification scanner failure. The scanner¿s light is flashing more intensely than before, and users face several failed fingerprint attempts before sign-in is allowed. This issue has also been reported at other fmolhs facilities post-upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.